Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. Noise was observed in both consecutive pvc and noise reversion electro grams. Isometrics could not reproduce the noise. On (B)(6) 2016, it was reported that the patient presented in clinic for normal device check, noise was still observed on the lead and reproducible. No medical intervention was performed. No patient symptoms were reported and the patient would continue to be monitored.